Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had no blood return safety valve and leaked blood onto the patient. This occurred 2 times during use. The following information was provided by the initial reporter, translated from portuguese to english: "catheter without the safety device; in other words, without the blood return safety valve. Due to that, it makes easier the return of blood and leads to making patient getting dirty".

Manufacturer narrative:
H6: investigation summary, there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had no blood return safety valve and leaked blood onto the patient. This occurred 2 times during use. The following information was provided by the initial reporter, translated from portuguese to english: "catheter without the safety device; in other words, without the blood return safety valve. Due to that, it makes easier the return of blood and leads to making patient getting dirty"